Event description:
Boston scientific-target was notified that during the procedure a clot formed inside the neuroform microdelivery stent system, occluding the artery. Patient complications were encountered; aphasia and plegic braquial right. No additional intervention was required. Clinical outcome was "gos 3". The pt status is good.